Event description:
A home patient contacted baxter's technical service center regarding a check lines and bags alarm that appeared on the display of the patient's homechoice machine during the prime cycle of his automated peritoneal dialysis therapy. Per initial report, the heater bag became disconnected for an unknown reason. The home patient stated that they would start therapy over with new supplies. Baxter's technical service center assisted the home patient in ending therapy early. No patient injury or medical intervention was indicated at the time of the initial report.